Event description:
It was reported that prior to a gastric sleeve procedure, the sterility package was damaged and the cutter wasn¿t sterile in the kit. No further information is available. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of damage was observed on the packaging (hole in tyvek, damage to blister, etc)?